Event description:
It was reported that the patient had a syncopal episode. When the device was checked in the emergency room, intermittent loss of capture was noted on the right ventricular lead, and pacing thresholds were high. The lead was capped and replaced. When a new lead was connected to the old device, there was still intermittent loss of capture and when the device was manipulated, there was complete loss of capture. No output on the device was also noted, and it was explanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary no anomalies found. It was reported that the patient had a syncopal episode. When the device was checked in the emergency room, intermittent loss of capture was noted on the right ventricular lead, and pacing thresholds were high. The lead was capped and replaced. When a new lead was connected to the old device, there was still intermittent loss of capture and when the device was manipulated, there was complete loss of capture. No output on the device was also noted, and it was explanted. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination device performed according to specifications device evaluated and alleged failure could not be duplicated capture, failure to output, none.